Manufacturer narrative:
This is a combination device. Age at time of event: patient is over 18 years of age. (B)(6).

Event description:
It was reported that the middle sheath became stuck in the anatomy and the stent partially deployed. A 7x120x130 self expanding drug eluting stent was selected for a procedure in a 75% stenosed lesion in with mild tortuosity the superficial femoral artery (sfa). There was no kink observed via fluoroscopy but the middle sheath became stuck at the lesion, and the physician felt something potentially separated. The thumbwheel was turned to the limit however, the stent only deployed approximately one-third of the way. Another of the same type of device was used to complete this procedure. No patient complications were reported.

Event description:
It was reported that the middle sheath became stuck in the anatomy and the stent partially deployed. A 7x120x130 self expanding drug eluting stent was selected for a procedure in a 75% stenosed lesion in with mild tortuosity the superficial femoral artery (sfa). There was no kink observed via fluoroscopy but the middle sheath became stuck at the lesion, and the physician felt something potentially separated. The thumbwheel was turned to the limit however, the stent only deployed approximately one-third of the way. Another of the same type of device was used to complete this procedure. No patient complications were reported.

Manufacturer narrative:
This is a combination device. A2: age at time of event: patient is over 18 years of age. E1: initial reporter city and initial reporter state: (B)(6). Device returned and evaluated by manufacturer. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the handle is open and the clip is no longer attached to the handle. The stent is missing and appears to have been deployed. There is a kink to the proximal inner 5.2cm from the clip. The retainer is no longer snapped onto the rack. Microscopic examination revealed no additional damages. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage that could have contributed to the deployment issue.